Event description:
The product complaint report shows the customer reported that after a hosp brown out during a storm, four 7200 ventilators quit running. One ventilator was alleged to have flames visible inside the unit. There were no reports of any pt injury or harm. A customer support engineer was called out to evaluate the devices. The cse verified that four units were damaged and one clearly had fire damgage. Initial inspection revealed that the ventilator's movs (metal oxide varisitor) had activated as designed to curb a power surge. The units that could be repaired, were and the one that sustained serious damage was returned to the factory on april 8, 1998 for further study. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.